Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (8.0 mg/ml at 2.0005 mg/day) via an implantable pump for non-malignant pain and other non-malignant pain. The patient reported, on (B)(6) 2013, that their pump pocket was painful. A pump pocket revision was ordered. The clinical diagnosis was painful pump pocket. The pocket revision was performed on (B)(6) 2013, and was considered a surgical intervention. The event was possibly related to the device/therapy. The event was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2013. No further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.